Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached from the quick release while the patient was sleeping. The site location was the right back of her hip and the pump was worn next to the site. The infusion had been in use for 4 days and the infusions were stored in the kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.